Event description:
Caller states that the patient tested 8.0 inr on uf0232503 and 8.0 inr on uf0222313 while a comparison lab returned as 3.9 inr. Caller reports holding patient coumadin for 1 day; however, no adverse event reported. Requested return of suspect device and replacement was sent.